Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per the medical records review, several years post implant of ventralight st mesh, this morbid obese patient was diagnosed with adhesions and hernia recurrence thereby underwent repair with meshes. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. This emdr represents ventralight st mesh (device #2). An additional supplemental emdr was submitted to represent sepramesh ip (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per information provided by patient's attorney: on (B)(6) 2010: patient was diagnosed with ventral hernia thereby underwent open repair with implant of sepramesh ip (device #1). Per operative notes, "the contents of the hernia were reduced in the abdomen. A sepramesh ip (device #1) was then placed and sutured.¿ on (B)(6) 2011: patient was diagnosed with recurrent ventral hernia as the mesh migrated to the midline and bowel entered the hernia laterally through a defect between fascia and mesh thereby underwent open repair with removal of old mesh (device #1). Per operative notes, "mesh was encountered, the incision was extended proximally so the edge of the mesh was identified and was dissected free (device #1). The hernia sac was completely obliterated, and a piece of synthetic mesh was placed with the collagen side towards the bowel." On (B)(6) 2012: patient was diagnosed with large incarcerated incisional hernia thereby underwent open laparoscopic assisted sandwich repair. Per operative notes, "huge hernia sac which contained multiple bowel contents was reduced and adhesions were taken down. Patient had 2 hernias and in between the hernias, was a strip of fascia and rectus muscle, left that in place and sutured the hernia on the left side fascia. Covered the entire area with a biological mesh, which was cut to fill this space and tacked it in place at the 4 corners. In the left quadrant, placed oval ventralight st mesh (device #2) overlying the hernia. The patient had old mesh removed; however, a small portion was left in place.¿ on (B)(6) 2013: patient underwent colonoscopy. On (B)(6) 2016: patient was diagnosed with incarcerated incisional hernia in left lower quadrant and at umbilicus thereby underwent open laparoscopic assisted hernia repair. Per operative notes, "encountered significant adhesions in the left and right quadrants. Patient did have a large hernia at the umbilicus and appeared to be new hernia. A onlay phasix mesh (device #3) was cut in an elliptical shape and tacked the mesh down at the 4 corners. Then placed 4 ventralight st meshes (device #4, device #5, device #6, device #7) as placed 2 overlapping patches (device #4, #5) to buttress this anterior repair directly underneath the previous repair, then placed one patch (device #6) in the area below the umbilicus. Noticed an incisional hernia at left lower quadrant, then used a patch (device #7) for this and tacked the meshes in place." Attorney alleges that the patient had adhesions, pain, hernia recurrence, mesh migration and emotional injuries.